Event description:
During follow-up, non-sustained oversensing episodes were recorded due to post-paced t-wave oversensing (pptwo). The device was reprogrammed to resolve the event. It is unknown if the device or right ventricular lead caused the pptwo. The patient was stable. Related manufacturer reference number: 2017865-2022-03372.